Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc trek device referenced in b5 is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo, chronically totally occluded lesion in the heavily tortuous, heavily calcified, 100% stenosed mid right coronary artery. Although a non-abbott guide wire crossed, a 2 x 12 mm mini trek balloon dilatation catheter (bdc) failed to cross due to the anatomy. However, the bdc was inflated proximal to the lesion, and the balloon ruptured during the second inflation at 14 atmospheres (atms). The device was replaced with a 2 x 8 mm nc trek bdc, which also failed to cross due to the anatomy and was inflated proximal to the lesion, but this balloon ruptured during the third inflation at 18 atms. The device was replaced with a non-abbott balloon, but that device also ruptured. The procedure ended without any further intervention. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.